Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited high watt alarms consistent with the patient being off anti coagulation as part of the hospice discharge.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6), two (2) controllers (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. No performance allegations were made against the batteries. Log file analysis revealed that (B)(6) was the patient's primary controller. Review of the log files associated with (B)(6) revealed an increase in power consumption and estimated flow starting on (B)(6) 2023 leading to parameters above the normal operating range followed by a sudden decrease in power consumption and estimated flows on (B)(6) 2023 and a subsequent rise in power consumption and estimated flows to parameters above the normal operating range. Ninety-one (91) high watt alarms have been logged since (B)(6) 2023. Three (3) critical battery alarms, involving (B)(6), were logged on (B)(6)2023 at 17:24:36 and 21:17:38, and on (B)(6) 2023 at 20:12:05. The critical battery alarms were due to the batteries depleting below 10% relative state of charge (rsoc). This is an additional finding not related to the reported event. The most likely root cause of the observed critical battery alarms can be attributed to the batteries depleting below 10% rsoc. Review of the event log file associated with (B)(6) revealed several controllers reset events as well as several controller power up events with unsuccessful motor start events between 20:17:58 and 23:11:10. Review of the data log file revealed that after some losses of power to the controller, safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. The log files recorded a high-power consumption during the attempted motor start events, which required more current from the battery. Analysis of the alarm log file revealed seven (7) vad stopped alarms logged on (B)(6) 2023 between 20:29:18 and 23:09:02, due to a failure of the pump to restart after several attempts. Four (4) vad disconnect alarms were logged between 20:48:59 and 23:08:24, indicating physical disconnections of the driveline from the controller, likely due to troubleshooting and/or to a controller exchange. A controller fault alarm was then logged on (B)(6) 2023 at 00:27:11, indicating an issue with the internal battery. Of note, based on information provided on the autologs report, the controller was the primary controller and was in use for more than two (2) years. Log file analysis revealed that (B)(6) was a backup controller. Log file analysis associated with (B)(6) revealed three (3) controller power-up events logged on (B)(6) 2023 at 07:27:33, at 20:02:35, and at 20:03:24 with three (3) subsequent vad disconnect alarms logged at 07:27:38, at 20:02:39, and at 20:03:28 indicating the controller powered on without the driveline connected, likely due to troubleshooting during the reported controller exchange. Review of the event log file associated with (B)(6) revealed several controller power-ups followed by unsuccessful motor start events were logged on (B)(6) 2023 between 20:08:17 and 20:35:53. Review of the alarm log file associated with (B)(6) revealed eighteen (17) vad stopped alarms were then logged between 20:08:31 and 20:33:45 due to a failure of the pump to restart after multiple attempts. Safety alert word (saw) values were recorded on (B)(6) during motor start attempts indicating an overcurrent alert. The log files recorded a high-power consumption during the attempted motor start, which required more current from the battery. An additional vad disconnect alarm was logged at 20:43:42, indicating physical disconnections of the driveline from the controller. As a result, the reported high power, failure to restart, controller fault alarm and vad stopped alarms events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline due to troubleshooting and/or controller exchanges and to the controller being powered on without the driveline connected. The most likely root cause of the observed controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. CAPA pr00609659 is investigating controller resets during pump start. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6) h3: yes (B)(6) h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's ventricular assist device (vad) exhibited power above the normal range. The controller exhibited a controller fault alarm. The patient was at home when alarms started that said to exchange the controller. The patient performed a controller exchange and was unable to get the pump to start again. The controller showed multiple vad stopped alarms. The patient stopped medications and was on hospice. The patient subsequently expired from cardiogenic shock due to the thrombosed pump.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 28-feb-2022 / serial or lot#:  (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 03-feb-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 28-feb-2022 / serial or lot#:  (b(6). UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.